Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump is continually delivering 0 unit boluses with no button presses. She noted that this issue started yesterday afternoon, and the 0 unit boluses occur anywhere from every other minute to every 2 hours. The patient stated that she normally carries the pump in her pocket, but removed the pump from her pocket to confirm that the keypad buttons were not being accidentally pushed. She confirmed that the 0 unit boluses continued while pump was not in her pocket and while keypad buttons were not being touched. The patient tried locking the pump to prevent any inadvertent button presses, and the 0 unit boluses continued even with the pump locked. A review of the bolus history confirmed that the 0 unit boluses are being delivered by the pump, and not the meter remote.